Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) (behind placenta)/ migrated down near to my vagina"), genital haemorrhage ("abnormal bleeding (general)"), device expulsion ("malposition of essure device (migrated to vaginal area)"), pregnancy with contraceptive device ("post implant pregnancy"), haemorrhage in pregnancy ("slight hemorrhage during pregnancy") and caesarean section ("c-section") in a (B)(6)-year-old female patient (gravida 4, para 4) who had essure (batch no. 686276) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 1996, (B)(6) 2003, (B)(6) 2009 and (B)(6) 2017), high risk pregnancy, c-section, vaginal delivery (in early (B)(6)), ex-smoker and bacterial vaginosis (recovered prior to essure). Previously administered products included for prevent pregnancy: depo shot from 2005 to 2008 and birth control patch from 2003 to 2005. Concurrent conditions included overweight. Family history included cervical cancer (mother). Concomitant products included metronidazole. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 7 years after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, haemorrhage in pregnancy (seriousness criterion medically significant), caesarean section (seriousness criterion medically significant), complication of pregnancy ("pregnancy (with complications)"), alopecia ("hair loss"), tooth disorder ("dental problems"), thyroid disorder ("thyroid issues"), weight increased ("weight gain"), weight decreased ("weight loss"), dizziness ("dizzy"), fatigue ("fatigue"), urinary tract infection ("infection (urinary tract)"), cystitis ("infection (bladder)"), bacterial vaginosis ("bacterial vaginosis/ vaginal infection") with vaginal discharge, migraine ("migraines"), headache ("headaches"), hypersensitivity ("allergic reactions"), menstrual disorder ("menstruation issues") and allergy to metals ("nickel allergy") with rash. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the bacterial vaginosis had resolved. At the time of the report, the uterine perforation, genital haemorrhage, device expulsion, pregnancy with contraceptive device, haemorrhage in pregnancy, caesarean section, complication of pregnancy, tooth disorder, thyroid disorder, weight increased, weight decreased, urinary tract infection, cystitis, migraine, hypersensitivity, menstrual disorder and allergy to metals outcome was unknown and the alopecia, dizziness, fatigue and headache had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. (B)(6) was the reported birth weight. The apgar scores were 9 and 9 (at 5 and 10 minutes). The reporter considered allergy to metals, alopecia, bacterial vaginosis, caesarean section, complication of pregnancy, cystitis, device expulsion, dizziness, fatigue, genital haemorrhage, haemorrhage in pregnancy, headache, hypersensitivity, menstrual disorder, migraine, pregnancy with contraceptive device, thyroid disorder, tooth disorder, urinary tract infection, uterine perforation, weight decreased and weight increased to be related to essure. The reporter commented: nurse informed that there were only able to retire 1 coil because the other had migrated down near to my vagina and could be dangerous to remove. Outcome of pregnancy, live birth with complications diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Pregnancy test urine - on an unknown date: pregnancy. Ultrasound scan - on an unknown date: pregnancy. X-ray - on an unknown date: two coils in the pelvis . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, c-section, pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical records received. New reporters added. Patient's demographics and relevant history was added. Lot number added. Essure insertion date was updated to (B)(6) 2010. Essure removal date ((B)(6) 2017) added. Concomitant medication (metronidazole) added. Per pfs, events bleeding (general), dental problems, fatigue, infection (bladder/ urinary tract/vaginal), malposition of essure device (migrated to vaginal area), migraines, headaches, nickel allergy, perforation (other) (behind placenta), pregnancy (with complications), rash on right area, thyroid issues; weight gain, loss, bacterial vaginosis (symptom vaginal discharge), hair loss, dizzy and essure confirmation test: no added. On 27-feb-2018: fu 1 and 2 processed together. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube (s)) behind placenta/ migrated down near to my vagina"), device expulsion ("malposition of essure device (migrated to vaginal area)"), genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("post implant pregnancy/ pregnancy (with complications)"), haemorrhage in pregnancy ("slight hemorrhage during pregnancy") and caesarean section ("c-section") in a 35-year-old female patient who had essure (batch no. 686276-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 1996, (B)(6) 2003, (B)(6) 2009 and (B)(6) 2017), high risk pregnancy, c-section, vaginal delivery (in early december), ex-smoker, bacterial vaginosis (recovered prior to essure), gestational diabetes mellitus, hyperlipidemia and hypothyroidism. Previously administered products included for prevent pregnancy: depo shot from 2005 to 2008 and birth control patch from 2003 to 2005. Concurrent conditions included overweight, vaginal irritation, anaemia, offensive vaginal discharge, allergic rhinitis and overweight. Family history included cervical cancer (mother). Concomitant products included fluconazole (diflucan) for yeast infection as well as metronidazole. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced autoimmune hyperlipidaemia ("autoimmune disorder type of disorder:hyperlipidemia"), 4 years 4 months after insertion of essure. In (B)(6) 2014, the patient experienced urinary tract infection ("infection (urinary tract)"), cystitis ("infection (bladder)") and vulvovaginal candidiasis ("candidiasis of vagina"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), complication of pregnancy ("pregnancy (with complications)"), alopecia ("hair loss"), thyroid disorder ("thyroid issues"), dizziness ("dizzy"), fatigue ("fatigue"), bacterial vaginosis ("bacterial vaginosis/ vaginal infection") with vaginal discharge, hypersensitivity ("allergic reactions"), menstrual disorder ("menstruation issues"), allergy to metals ("nickel allergy") with rash, musculoskeletal stiffness ("stiffness in pelvic area"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), underwent caesarean section (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the bacterial vaginosis had resolved. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, pregnancy with contraceptive device, haemorrhage in pregnancy, caesarean section, complication of pregnancy, tooth disorder, thyroid disorder, weight increased, weight decreased, urinary tract infection, cystitis, migraine, hypersensitivity, menstrual disorder, allergy to metals, vulvovaginal candidiasis, depression, anxiety, autoimmune hyperlipidaemia, menorrhagia and vaginal haemorrhage outcome was unknown and the alopecia, dizziness, fatigue, headache and musculoskeletal stiffness had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. 3456g was the reported birth weight. The apgar scores were 9 and 9 (at 5 and 10 minutes). The reporter considered allergy to metals, alopecia, anxiety, autoimmune hyperlipidaemia, bacterial vaginosis, caesarean section, complication of pregnancy, cystitis, depression, device expulsion, dizziness, fallopian tube perforation, fatigue, genital haemorrhage, haemorrhage in pregnancy, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, musculoskeletal stiffness, pregnancy with contraceptive device, thyroid disorder, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal candidiasis, weight decreased and weight increased to be related to essure. The reporter commented: nurse informed that there were only able to retire 1 coil because the other had migrated down near to my vagina and could be dangerous to remove. Outcome of pregnancy, live birth with complications diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Pregnancy test urine - on an unknown date: results: pregnancy. Ultrasound scan - on an unknown date: results: pregnancy. X-ray - on an unknown date: results: two coils in the pelvis. Current weight as of (B)(6) 2018: 170 lbs. Approximate weight at the time of essure placement 152lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, c-section, pregnancy with contraceptive device, bacterial vaginosis, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia). Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube (s) behind placenta/ migrated down near to my vagina'), device expulsion ('malposition of essure device (migrated to vaginal area)'), embedded device ('migration of essure device: bladder flap with possible esure coil embedded beneath the flap') and caesarean section ('c-section') in a 31-year-old female patient who had essure (batch no. 686276-inv, 683276) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (B)(6) 1996, (B)(6) 2003, (B)(6) 2009 and (B)(6) 2017), high risk pregnancy, c-section, vaginal delivery (in early december), ex-smoker, bacterial vaginosis (recovered prior to essure), gestational diabetes mellitus, hyperlipidemia and hypothyroidism. Previously administered products included for prevent pregnancy: depo shot from 2005 to 2008 and birth control patch from 2003 to 2005. Concurrent conditions included overweight, vaginal irritation, anaemia, offensive vaginal discharge, allergic rhinitis and overweight. Family history included cervical cancer (mother). Concomitant products included fluconazole (diflucan) for yeast infection as well as loratadine from (B)(6) 2017 to (B)(6) 2017, metronidazole, nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In january 2010, the patient experienced tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal hemorrhage ("abnormal bleeding (vaginal)"), 24 days after insertion of essure. On (B)(6) 2012, the patient experienced autoimmune hypothyroidism ("hypothyroidism"). On (B)(6) 2014, the patient experienced autoimmune hyperlipidaemia ("autoimmune disorder type of disorder:hyperlipidemia"). In (B)(6) 2014, the patient experienced urinary tract infection ("infection (urinary tract)"), cystitis ("infection (bladder)") and vulvovaginal candidiasis ("candidiasis of vagina"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy/ pregnancy (with complications)"). On (B)(6) 2017, the patient experienced complication of pregnancy ("pregnancy (with complications)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital hemorrhage ("abnormal bleeding (general), hemorrhage in pregnancy ("slight hemorrhage during pregnancy"), alopecia ("hair loss"), thyroid disorder ("thyroid issues"), dizziness ("dizzy"), fatigue ("fatigue"), bacterial vaginosis ("bacterial vaginosis/ vaginal infection") with vaginal discharge, hypersensitivity ("allergic reactions"), menstrual disorder ("menstruation issues"), allergy to metals ("nickel allergy") with rash and musculoskeletal stiffness ("stiffness in pelvic area"), underwent caesarean section (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and weight decreased ("weight loss/ I have lost 50 lbs in 5 months"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the bacterial vaginosis had resolved. At the time of the report, the fallopian tube perforation, device expulsion, embedded device, genital hemorrhage, pregnancy with contraceptive device, hemorrhage in pregnancy, caesarean section, complication of pregnancy, tooth disorder, thyroid disorder, weight increased, urinary tract infection, cystitis, migraine, hypersensitivity, menstrual disorder, allergy to metals, vulvovaginal candidiasis, depression, anxiety, autoimmune hyperlipidaemia, menorrhagia, vaginal hemorrhage and autoimmune hypothyroidism outcome was unknown, the alopecia, dizziness, fatigue, headache and musculoskeletal stiffness had resolved and the weight decreased had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. 3456g was the reported birth weight. The apgar scores were 9 and 9 (at 5 and 10 minutes). The reporter considered allergy to metals, alopecia, anxiety, autoimmune hyperlipidaemia, autoimmune hypothyroidism, bacterial vaginosis, caesarean section, complication of pregnancy, cystitis, depression, device expulsion, dizziness, embedded device, fallopian tube perforation, fatigue, genital hemorrhage, hemorrhage in pregnancy, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, musculoskeletal stiffness, pregnancy with contraceptive device, thyroid disorder, tooth disorder, urinary tract infection, vaginal hemorrhage, vulvovaginal candidiasis, weight decreased and weight increased to be related to essure. The reporter commented: nurse informed that there were only able to retire 1 coil because the other had migrated down near to my vagina and could be dangerous to remove. Outcome of pregnancy, live birth with complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Pregnancy test urine - on an unknown date: results: pregnancy. Ultrasound scan - on an unknown date: results: pregnancy. X-ray - on an unknown date: results: two coils in the pelvis. Current weight as of (B)(6) 2018: 170 lbs. Approximate weight at the time of essure placement 152lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, c-section, pregnancy with contraceptive device, bacterial vaginosis, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Updated reported event term weight decreased and outcome as not recovered.seriousness criteria (medically significant) of event genital hemorrhage , hemorrhage pregnancy, pregnnacy with contraceptive device was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube (s)) behind placenta/ migrated down near to my vagina"), device expulsion ("malposition of essure device (migrated to vaginal area)"), embedded device ("migration of essure device: bladder flap with possible esure coil embedded beneath the flap"), genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("post implant pregnancy/ pregnancy (with complications)"), haemorrhage in pregnancy ("slight hemorrhage during pregnancy") and caesarean section ("c-section") in a 31-year-old female patient who had essure (batch no. 686276-inv, 683276) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 1996,(B)(6) 2003, (B)(6) 2009 and (B)(6) 2017), high risk pregnancy, c-section, vaginal delivery (in early december), ex-smoker, bacterial vaginosis (recovered prior to essure), gestational diabetes mellitus, hyperlipidemia and hypothyroidism. Previously administered products included for prevent pregnancy: depo shot from 2005 to 2008 and birth control patch from 2003 to 2005. Concurrent conditions included overweight, vaginal irritation, anaemia, offensive vaginal discharge, allergic rhinitis and overweight. Family history included cervical cancer (mother). Concomitant products included fluconazole (diflucan) for yeast infection as well as loratadine from (B)(6) 2017 to (B)(6) 2017, metronidazole, nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 24 days after insertion of essure. On (B)(6) 2012, the patient experienced autoimmune hypothyroidism ("hypothyroidism"). On (B)(6) 2014, the patient experienced autoimmune hyperlipidaemia ("autoimmune disorder type of disorder:hyperlipidemia"). In (B)(6) 2014, the patient experienced urinary tract infection ("infection (urinary tract)"), cystitis ("infection (bladder)") and vulvovaginal candidiasis ("candidiasis of vagina"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced complication of pregnancy ("pregnancy (with complications)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), alopecia ("hair loss"), thyroid disorder ("thyroid issues"), dizziness ("dizzy"), fatigue ("fatigue"), bacterial vaginosis ("bacterial vaginosis/ vaginal infection") with vaginal discharge, hypersensitivity ("allergic reactions"), menstrual disorder ("menstruation issues"), allergy to metals ("nickel allergy") with rash and musculoskeletal stiffness ("stiffness in pelvic area"), underwent caesarean section (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the bacterial vaginosis had resolved. At the time of the report, the fallopian tube perforation, device expulsion, embedded device, genital haemorrhage, pregnancy with contraceptive device, haemorrhage in pregnancy, caesarean section, complication of pregnancy, tooth disorder, thyroid disorder, weight increased, weight decreased, urinary tract infection, cystitis, migraine, hypersensitivity, menstrual disorder, allergy to metals, vulvovaginal candidiasis, depression, anxiety, autoimmune hyperlipidaemia, menorrhagia, vaginal haemorrhage and autoimmune hypothyroidism outcome was unknown and the alopecia, dizziness, fatigue, headache and musculoskeletal stiffness had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. 3456g was the reported birth weight. The apgar scores were 9 and 9 (at 5 and 10 minutes). The reporter considered allergy to metals, alopecia, anxiety, autoimmune hyperlipidaemia, autoimmune hypothyroidism, bacterial vaginosis, caesarean section, complication of pregnancy, cystitis, depression, device expulsion, dizziness, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, haemorrhage in pregnancy, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, musculoskeletal stiffness, pregnancy with contraceptive device, thyroid disorder, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal candidiasis, weight decreased and weight increased to be related to essure. The reporter commented: nurse informed that there were only able to retire 1 coil because the other had migrated down near to my vagina and could be dangerous to remove. Outcome of pregnancy, live birth with complications diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Pregnancy test urine - on an unknown date: results: pregnancy. Ultrasound scan - on an unknown date: results: pregnancy. X-ray - on an unknown date: results: two coils in the pelvis. Current weight as of (B)(6) 2018: 170 lbs. Approximate weight at the time of essure placement 152lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, c-section, pregnancy with contraceptive device, bacterial vaginosis, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2019: pfs received. Reporter's information was added. Added event: autoimmune hypothyroidism, migration of essure device location of device: bladder flap with possible essure coil embedded beneath the flap. Updated onset date of events. Concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube (s)) behind placenta/ migrated down near to my vagina"), device expulsion ("malposition of essure device (migrated to vaginal area)"), genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("post implant pregnancy/ pregnancy (with complications)"), haemorrhage in pregnancy ("slight hemorrhage during pregnancy") and caesarean section ("c-section") in a 35-year-old female patient who had essure (batch no. 686276-inv, 683276) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 1996,(B)(6) 2003, (B)(6) 2009 and (B)(6) 2017), high risk pregnancy, c-section, vaginal delivery (in early december), ex-smoker, bacterial vaginosis (recovered prior to essure), gestational diabetes mellitus, hyperlipidemia and hypothyroidism. Previously administered products included for prevent pregnancy: depo shot from 2005 to 2008 and birth control patch from 2003 to 2005. Concurrent conditions included overweight, vaginal irritation, anaemia, offensive vaginal discharge, allergic rhinitis and overweight. Family history included cervical cancer (mother). Concomitant products included fluconazole (diflucan) for yeast infection as well as metronidazole, nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced autoimmune hyperlipidaemia ("autoimmune disorder type of disorder:hyperlipidemia"), 4 years 4 months after insertion of essure. In (B)(6) 2014, the patient experienced urinary tract infection ("infection (urinary tract)"), cystitis ("infection (bladder)") and vulvovaginal candidiasis ("candidiasis of vagina"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced complication of pregnancy ("pregnancy (with complications)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), alopecia ("hair loss"), thyroid disorder ("thyroid issues"), dizziness ("dizzy"), fatigue ("fatigue"), bacterial vaginosis ("bacterial vaginosis/ vaginal infection") with vaginal discharge, hypersensitivity ("allergic reactions"), menstrual disorder ("menstruation issues"), allergy to metals ("nickel allergy") with rash, musculoskeletal stiffness ("stiffness in pelvic area"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), underwent caesarean section (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the bacterial vaginosis had resolved. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, pregnancy with contraceptive device, haemorrhage in pregnancy, caesarean section, complication of pregnancy, tooth disorder, thyroid disorder, weight increased, weight decreased, urinary tract infection, cystitis, migraine, hypersensitivity, menstrual disorder, allergy to metals, vulvovaginal candidiasis, depression, anxiety, autoimmune hyperlipidaemia, menorrhagia and vaginal haemorrhage outcome was unknown and the alopecia, dizziness, fatigue, headache and musculoskeletal stiffness had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. 3456g was the reported birth weight. The apgar scores were 9 and 9 (at 5 and 10 minutes). The reporter considered allergy to metals, alopecia, anxiety, autoimmune hyperlipidaemia, bacterial vaginosis, caesarean section, complication of pregnancy, cystitis, depression, device expulsion, dizziness, fallopian tube perforation, fatigue, genital haemorrhage, haemorrhage in pregnancy, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, musculoskeletal stiffness, pregnancy with contraceptive device, thyroid disorder, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal candidiasis, weight decreased and weight increased to be related to essure. The reporter commented: nurse informed that there were only able to retire 1 coil because the other had migrated down near to my vagina and could be dangerous to remove. Outcome of pregnancy, live birth with complications . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Pregnancy test urine - on an unknown date: results: pregnancy. Ultrasound scan - on an unknown date: results: pregnancy. X-ray - on an unknown date: results: two coils in the pelvis. Current weight as of (B)(6) 2018: 170 lbs. Approximate weight at the time of essure placement 152lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, c-section, pregnancy with contraceptive device, bacterial vaginosis, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jan-2019: pfs received. Reporter information were added. Lot number were added. Onset date of the event were added. Event verbatim were updated as pelvic pain/pain/pain pelvic. Concomitant drug were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube (s)) behind placenta/ migrated down near to my vagina'), device expulsion ('malposition of essure device (migrated to vaginal area)'), device dislocation ('migration of essure device: bladder flap with possible essure coil embedded beneath the flap') and caesarean section ('c-section') in a 31-year-old female patient who had essure (batch no. 686276-inv, 683276) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (B)(6) 1996, (B)(6) 2003, (B)(6) 2009 and (B)(6) 2017), high risk pregnancy, c-section, vaginal delivery (in early (B)(6)), ex-smoker, bacterial vaginosis (recovered prior to essure), gestational diabetes mellitus, hyperlipidemia and hypothyroidism. Previously administered products included for prevent pregnancy: depo shot from 2005 to 2008 and birth control patch from 2003 to 2005. Concurrent conditions included overweight, vaginal irritation, anaemia, offensive vaginal discharge, allergic rhinitis and overweight. Family history included cervical cancer (mother). Concomitant products included fluconazole (diflucan) for yeast infection as well as loratadine from (B)(6) 2017, metronidazole, nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 24 days after insertion of essure. On (B)(6) 2012, the patient experienced autoimmune hypothyroidism ("hypothyroidism"). On (B)(6) 2014, the patient experienced autoimmune hyperlipidaemia ("autoimmune disorder type of disorder:hyperlipidemia"). In (B)(6) 2014, the patient experienced urinary tract infection ("infection (urinary tract)"), cystitis ("infection (bladder)") and vulvovaginal candidiasis ("candidiasis of vagina"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy/ pregnancy (with complications)"). On (B)(6) 2017, the patient experienced complication of pregnancy ("pregnancy (with complications)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), haemorrhage in pregnancy ("slight hemorrhage during pregnancy"), alopecia ("hair loss"), thyroid disorder ("thyroid issues"), dizziness ("dizzy"), fatigue ("fatigue"), bacterial vaginosis ("bacterial vaginosis/ vaginal infection") with vaginal discharge, hypersensitivity ("allergic reactions"), menstrual disorder ("menstruation issues"), allergy to metals ("nickel allergy") with rash and musculoskeletal stiffness ("stiffness in pelvic area"), underwent caesarean section (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and weight decreased ("weight loss/ I have lost 50 lbs in 5 months"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the bacterial vaginosis had resolved. At the time of the report, the fallopian tube perforation, device expulsion, device dislocation, pregnancy with contraceptive device, haemorrhage in pregnancy, caesarean section, complication of pregnancy, tooth disorder, thyroid disorder, weight increased, migraine, menstrual disorder, allergy to metals, vulvovaginal candidiasis, depression, anxiety, autoimmune hyperlipidaemia and autoimmune hypothyroidism outcome was unknown, the genital haemorrhage, alopecia, dizziness, fatigue, urinary tract infection, cystitis, headache, hypersensitivity, musculoskeletal stiffness, menorrhagia and vaginal haemorrhage had resolved and the weight decreased had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. 3456g was the reported birth weight. The apgar scores were 9 and 9 (at 5 and 10 minutes). The reporter considered allergy to metals, alopecia, anxiety, autoimmune hyperlipidaemia, autoimmune hypothyroidism, bacterial vaginosis, caesarean section, complication of pregnancy, cystitis, depression, device dislocation, device expulsion, dizziness, fallopian tube perforation, fatigue, genital haemorrhage, haemorrhage in pregnancy, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, musculoskeletal stiffness, pregnancy with contraceptive device, thyroid disorder, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal candidiasis, weight decreased and weight increased to be related to essure. The reporter commented: nurse informed that there were only able to retire 1 coil because the other had migrated down near to my vagina and could be dangerous to remove. Outcome of pregnancy, live birth with complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Pregnancy test urine - on an unknown date: results: pregnancy. Ultrasound scan - on an unknown date: results: pregnancy. X-ray - on an unknown date: results: two coils in the pelvis. Current weight as of (B)(6) 2018: 170 lbs. Approximate weight at the time of essure placement 152lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, c-section, pregnancy with contraceptive device, bacterial vaginosis, urinary tract infection. Lot number: 683276, manufacture date: 2009-10, expiration date: 2012-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube (s)) behind placenta/ migrated down near to my vagina"), device expulsion ("malposition of essure device (migrated to vaginal area)"), genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("post implant pregnancy/ pregnancy (with complications)"), haemorrhage in pregnancy ("slight hemorrhage during pregnancy") and caesarean section ("c-section") in a 35-year-old female patient who had essure (batch no. 686276-inv, 683276) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 1996,(B)(6) 2003, (B)(6) 2009 and (B)(6) 2017), high risk pregnancy, c-section, vaginal delivery (in early december), ex-smoker, bacterial vaginosis (recovered prior to essure), gestational diabetes mellitus, hyperlipidemia and hypothyroidism. Previously administered products included for prevent pregnancy: depo shot from 2005 to 2008 and birth control patch from 2003 to 2005. Concurrent conditions included overweight, vaginal irritation, anaemia, offensive vaginal discharge, allergic rhinitis and overweight. Family history included cervical cancer (mother). Concomitant products included fluconazole (diflucan) for yeast infection as well as metronidazole, nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced autoimmune hyperlipidaemia ("autoimmune disorder type of disorder:hyperlipidemia"), 4 years 4 months after insertion of essure. In (B)(6) 2014, the patient experienced urinary tract infection ("infection (urinary tract)"), cystitis ("infection (bladder)") and vulvovaginal candidiasis ("candidiasis of vagina"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced complication of pregnancy ("pregnancy (with complications)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), alopecia ("hair loss"), thyroid disorder ("thyroid issues"), dizziness ("dizzy"), fatigue ("fatigue"), bacterial vaginosis ("bacterial vaginosis/ vaginal infection") with vaginal discharge, hypersensitivity ("allergic reactions"), menstrual disorder ("menstruation issues"), allergy to metals ("nickel allergy") with rash, musculoskeletal stiffness ("stiffness in pelvic area"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), underwent caesarean section (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the bacterial vaginosis had resolved. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, pregnancy with contraceptive device, haemorrhage in pregnancy, caesarean section, complication of pregnancy, tooth disorder, thyroid disorder, weight increased, weight decreased, urinary tract infection, cystitis, migraine, hypersensitivity, menstrual disorder, allergy to metals, vulvovaginal candidiasis, depression, anxiety, autoimmune hyperlipidaemia, menorrhagia and vaginal haemorrhage outcome was unknown and the alopecia, dizziness, fatigue, headache and musculoskeletal stiffness had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. 3456g was the reported birth weight. The apgar scores were 9 and 9 (at 5 and 10 minutes). The reporter considered allergy to metals, alopecia, anxiety, autoimmune hyperlipidaemia, bacterial vaginosis, caesarean section, complication of pregnancy, cystitis, depression, device expulsion, dizziness, fallopian tube perforation, fatigue, genital haemorrhage, haemorrhage in pregnancy, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, musculoskeletal stiffness, pregnancy with contraceptive device, thyroid disorder, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal candidiasis, weight decreased and weight increased to be related to essure. The reporter commented: nurse informed that there were only able to retire 1 coil because the other had migrated down near to my vagina and could be dangerous to remove. Outcome of pregnancy, live birth with complications diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Pregnancy test urine - on an unknown date: results: pregnancy. Ultrasound scan - on an unknown date: results: pregnancy. X-ray - on an unknown date: results: two coils in the pelvis. Current weight as of (B)(6) 2018: 170 lbs. Approximate weight at the time of essure placement 152lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, c-section, pregnancy with contraceptive device, bacterial vaginosis, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube (s)) behind placenta/ migrated down near to my vagina"), device expulsion ("malposition of essure device (migrated to vaginal area)"), genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("post implant pregnancy/ pregnancy (with complications)"), haemorrhage in pregnancy ("slight hemorrhage during pregnancy") and caesarean section ("c-section") in a 35-year-old female patient (gravida 4, para 4) who had essure (batch no. 686276-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 (B)(6)1996,(B)(6)2003, (B)(6)2009 and (B)(6)2017), high risk pregnancy, c-section, vaginal delivery (in early (B)(6)), ex-smoker, bacterial vaginosis (recovered prior to essure), gestational diabetes mellitus, hyperlipidemia and hypothyroidism. Previously administered products included for prevent pregnancy: depo shot from 2005 to 2008 and birth control patch from 2003 to 2005. Concurrent conditions included overweight, vaginal irritation, anaemia, offensive vaginal discharge, allergic rhinitis and overweight. Family history included cervical cancer (mother). Concomitant products included fluconazole (diflucan) for yeast infection as well as metronidazole. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6)2014, 4 years 4 months after insertion of essure, the patient experienced hyperlipidaemia ("autoimmune disorder type of disorder:hyperlipidemia"). In (B)(6)2014, the patient experienced urinary tract infection ("infection (urinary tract)"), cystitis ("infection (bladder)") and vulvovaginal candidiasis ("candidiasis of vagina"). On (B)(6)2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6)2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), caesarean section (seriousness criterion medically significant), complication of pregnancy ("pregnancy (with complications)"), alopecia ("hair loss"), thyroid disorder ("thyroid issues"), weight increased ("weight gain"), weight decreased ("weight loss"), dizziness ("dizzy"), fatigue ("fatigue"), bacterial vaginosis ("bacterial vaginosis/ vaginal infection") with vaginal discharge, hypersensitivity ("allergic reactions"), menstrual disorder ("menstruation issues"), allergy to metals ("nickel allergy") with rash and musculoskeletal stiffness ("stiffness in pelvic area"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2017. On (B)(6)2017, the bacterial vaginosis had resolved. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, pregnancy with contraceptive device, haemorrhage in pregnancy, caesarean section, complication of pregnancy, tooth disorder, thyroid disorder, weight increased, weight decreased, urinary tract infection, cystitis, migraine, hypersensitivity, menstrual disorder, allergy to metals, vulvovaginal candidiasis, depression, anxiety and hyperlipidaemia outcome was unknown and the alopecia, dizziness, fatigue, headache and musculoskeletal stiffness had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6)2017. 3456g was the reported birth weight. The apgar scores were 9 and 9 (at 5 and 10 minutes). The reporter considered allergy to metals, alopecia, anxiety, bacterial vaginosis, caesarean section, complication of pregnancy, cystitis, depression, device expulsion, dizziness, fallopian tube perforation, fatigue, genital haemorrhage, haemorrhage in pregnancy, headache, hyperlipidaemia, hypersensitivity, menstrual disorder, migraine, musculoskeletal stiffness, pregnancy with contraceptive device, thyroid disorder, tooth disorder, urinary tract infection, vulvovaginal candidiasis, weight decreased and weight increased to be related to essure. The reporter commented: nurse informed that there were only able to retire 1 coil because the other had migrated down near to my vagina and could be dangerous to remove. Outcome of pregnancy, live birth with complications diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Pregnancy test urine - on an unknown date: pregnancy ultrasound scan - on an unknown date: pregnancy x-ray - on an unknown date: two coils in the pelvis current weight as of (B)(6)2018: 170 lbs. Approximate weight at the time of essure placement 152lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, c-section, pregnancy with contraceptive device, bacterial vaginosis, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2018: plaintiff fact sheet received. Event perforation (fallopian tube (s)) behind placenta was clubbed with previously reported event and recoded from uterine perforation to fallopian tube perforation. Events vulvovaginal candidiasis, depression, anxiety, hyperlipidaemia , musculoskeletal stiffness were newly added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) (behind placenta)/ migrated down near to my vagina"), genital haemorrhage ("abnormal bleeding (general)"), device expulsion ("malposition of essure device (migrated to vaginal area)"), pregnancy with contraceptive device ("post implant pregnancy"), haemorrhage in pregnancy ("slight hemorrhage during pregnancy") and caesarean section ("c-section") in a 38-year-old female patient (gravida 4, para 4) who had essure (batch no. 686276-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 1996, (B)(6) 2003, (B)(6) 2009 and (B)(6) 2017), high risk pregnancy, c-section, vaginal delivery (in early december), ex-smoker and bacterial vaginosis (recovered prior to essure). Previously administered products included for prevent pregnancy: depo shot from 2005 to 2008 and birth control patch from 2003 to 2005. Concurrent conditions included overweight. Family history included cervical cancer (mother). Concomitant products included metronidazole. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced urinary tract infection ("infection (urinary tract)") and cystitis ("infection (bladder)"). On (B)(6) 2017, 7 years after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, haemorrhage in pregnancy (seriousness criterion medically significant), caesarean section (seriousness criterion medically significant), complication of pregnancy ("pregnancy (with complications)"), alopecia ("hair loss"), tooth disorder ("dental problems"), thyroid disorder ("thyroid issues"), weight increased ("weight gain"), weight decreased ("weight loss"), dizziness ("dizzy"), fatigue ("fatigue"), bacterial vaginosis ("bacterial vaginosis/ vaginal infection") with vaginal discharge, migraine ("migraines"), headache ("headaches"), hypersensitivity ("allergic reactions"), menstrual disorder ("menstruation issues") and allergy to metals ("nickel allergy") with rash. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the bacterial vaginosis had resolved. At the time of the report, the uterine perforation, genital haemorrhage, device expulsion, pregnancy with contraceptive device, haemorrhage in pregnancy, caesarean section, complication of pregnancy, tooth disorder, thyroid disorder, weight increased, weight decreased, urinary tract infection, cystitis, migraine, hypersensitivity, menstrual disorder and allergy to metals outcome was unknown and the alopecia, dizziness, fatigue and headache had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. 3456g was the reported birth weight. The apgar scores were 9 and 9 (at 5 and 10 minutes). The reporter considered allergy to metals, alopecia, bacterial vaginosis, caesarean section, complication of pregnancy, cystitis, device expulsion, dizziness, fatigue, genital haemorrhage, haemorrhage in pregnancy, headache, hypersensitivity, menstrual disorder, migraine, pregnancy with contraceptive device, thyroid disorder, tooth disorder, urinary tract infection, uterine perforation, weight decreased and weight increased to be related to essure. The reporter commented: nurse informed that there were only able to retire 1 coil because the other had migrated down near to my vagina and could be dangerous to remove. Outcome of pregnancy, live birth with complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Pregnancy test urine: on an unknown date: pregnancy. Ultrasound scan: on an unknown date: pregnancy. X-ray: on an unknown date: two coils in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, c-section, pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: quality-safety evaluation of product technical complaints. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube (s)) behind placenta/ migrated down near to my vagina'), device expulsion ('malposition of essure device (migrated to vaginal area)'), device dislocation ('migration of essure device: bladder flap with possible esure coil embedded beneath the flap') and caesarean section ('c-section') in a 31-year-old female patient who had essure (batch no. 686276-inv, 683276) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (B)(6) 1996,(B)(6) 2003, (B)(6) 2009 and (B)(6) 2017), high risk pregnancy, c-section, vaginal delivery (in early december), ex-smoker, bacterial vaginosis (recovered prior to essure), gestational diabetes mellitus, hyperlipidemia and hypothyroidism. Previously administered products included for prevent pregnancy: depo shot from 2005 to 2008 and birth control patch from 2003 to 2005. Concurrent conditions included overweight, vaginal irritation, anaemia, offensive vaginal discharge, allergic rhinitis and overweight. Family history included cervical cancer (mother). Concomitant products included fluconazole (diflucan) for yeast infection as well as loratadine from (B)(6) 2017 to (B)(6) 2017, metronidazole, nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In january 2010, the patient experienced tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 24 days after insertion of essure. On (B)(6) 2012, the patient experienced autoimmune hypothyroidism ("hypothyroidism"). On (B)(6) 2014, the patient experienced autoimmune hyperlipidaemia ("autoimmune disorder type of disorder:hyperlipidemia"). In may 2014, the patient experienced urinary tract infection ("infection (urinary tract)"), cystitis ("infection (bladder)") and vulvovaginal candidiasis ("candidiasis of vagina"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy/ pregnancy (with complications)"). On (B)(6)2017, the patient experienced complication of pregnancy ("pregnancy (with complications)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), haemorrhage in pregnancy ("slight hemorrhage during pregnancy"), alopecia ("hair loss"), thyroid disorder ("thyroid issues"), dizziness ("dizzy"), fatigue ("fatigue"), bacterial vaginosis ("bacterial vaginosis/ vaginal infection") with vaginal discharge, hypersensitivity ("allergic reactions"), menstrual disorder ("menstruation issues"), allergy to metals ("nickel allergy") with rash and musculoskeletal stiffness ("stiffness in pelvic area"), underwent caesarean section (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and weight decreased ("weight loss/ I have lost 50 lbs in 5 months"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the bacterial vaginosis had resolved. At the time of the report, the fallopian tube perforation, device expulsion, device dislocation, pregnancy with contraceptive device, haemorrhage in pregnancy, caesarean section, complication of pregnancy, tooth disorder, thyroid disorder, weight increased, migraine, menstrual disorder, allergy to metals, vulvovaginal candidiasis, depression, anxiety, autoimmune hyperlipidaemia and autoimmune hypothyroidism outcome was unknown, the genital haemorrhage, alopecia, dizziness, fatigue, urinary tract infection, cystitis, headache, hypersensitivity, musculoskeletal stiffness, menorrhagia and vaginal haemorrhage had resolved and the weight decreased had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. 3456g was the reported birth weight. The apgar scores were 9 and 9 (at 5 and 10 minutes). The reporter considered allergy to metals, alopecia, anxiety, autoimmune hyperlipidaemia, autoimmune hypothyroidism, bacterial vaginosis, caesarean section, complication of pregnancy, cystitis, depression, device dislocation, device expulsion, dizziness, fallopian tube perforation, fatigue, genital haemorrhage, haemorrhage in pregnancy, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, musculoskeletal stiffness, pregnancy with contraceptive device, thyroid disorder, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal candidiasis, weight decreased and weight increased to be related to essure. The reporter commented: nurse informed that there were only able to retire 1 coil because the other had migrated down near to my vagina and could be dangerous to remove. Outcome of pregnancy, live birth with complications diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Pregnancy test urine - on an unknown date: results: pregnancy. Ultrasound scan - on an unknown date: results: pregnancy. X-ray - on an unknown date: results: two coils in the pelvis. Current weight as of (B)(6) 2018: 170 lbs. Approximate weight at the time of essure placement 152lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, c-section, pregnancy with contraceptive device, bacterial vaginosis, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : outcome of the events pertaining to bladder/urinary problem and bleeding was updated to recovered/resolved. Reporter added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.